Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lower screen is missing multiple columns of pixels. It was also reported there is a stand off that is broken off inside the device, the plug in on the atrial side is cracked, the case has some minor cracks, and clips are broken off. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper and lower cases are broken. The ring, both bails, ring cover, both bail covers, and one case screw are missing. Upper case, battery release and battery drawer are contaminated. Battery contacts are compressed, keyboard is scratched, lcd is corroded, main pcb (printed circuit board) is out of electrical specification, main pcb is corroded, and serial number is missing from under the serial number label.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.